Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that on the morning of the report she woke up feeling ¿horrible¿ and did not feel the tingling sensation. It was further noted that the patient had full coupling. The patient reportedly increased stimulation from 1.20 volts to 1.30 volts. It was noted that the patient had an appointment with their health care provider (hcp) on (B)(6) 2014. It was later reported that the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) or manufacture representative.